Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a broken post on the implant.

Manufacturer narrative:
This report is being amended to reflect changes in sections. Visual inspection of the returned component found that the post/spine had cleanly broke off. Both condylar surfaces as well as the inferior surface of the component exhibit severe wear. Accurate dimensional analysis could not be performed due to the severity of the wear and damage. The design history report of the component was previously reviewed and found conforming. This device is used for treatment. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Per the component package insert, fracture/damage of the prosthetic knee components as well as dislocation and/or joint instability are known adverse effects of this procedure. Also, this package insert includes the patient counselling information stating that excessive physical activity and injury can result in loosening, wear, and/or fracture of the knee implant. The extensive wear marks observed all over the component match the report that the patient was very active. However, a definitive root cause cannot be determined with the information provided.